Event description:
A ventilator was returned to a third party service center. There was no allegation of pt harm or injury by the customer. During the device eval at a third party service center, a failure of the device to charge its batteries was found. The device's power management board was replaced to address the issue.

Manufacturer narrative:
There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.